Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the compact plus system gave a blood glucose result 168 mg/dl. The customer was unable to self-treat. The customer's daughter got her some orange juice and assisted her in drinking it. The customer began to feel better about 15 minutes later. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.